Event description:
The customer reported that the scanplane of their tee transducer would not rotate, but was stuck at 180 degrees. This event occurred during a patient exam. The physician was unable to recover the functionality of the transducer and had to cancel the procedure. There was no reported injury or adverse effect to the patient reported. The customer is using their tee transducer with a sonosite micromaxx ultrasound system.

Manufacturer narrative:
Sonosite, inc. Has contacted the distributor and is awaiting the return of the transducer for evaluation.